Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem) has been updated based on the additional information received on august 21, 2023. Block h6: imdrf device code a15 captures the reportable event of clip could not be deployed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the digestive tract during a gastrointestinal hemostasis procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on august 21, 2023: it was confirmed that the correct type of procedure performed was an endoscopic mucosal resection (emr) procedure.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip could not be deployed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the digestive tract during a gastrointestinal hemostasis procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.